Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The cardiac resynchronization therapy defibrillator (crt-d) system was returned with information indicating the patient is deceased and the cause of death as congestive heart failure, cardiomyopathy, renal failure and sepsis. Additional information related to the source of the sepsis was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.